Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. Customer¿s high blood glucose level was over 300 mg/dl and low blood glucose value was 48 mg/dl. The customer¿s other blood glucose were 254 mg/dl, 262 mg/dl and 68 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting. The insulin pump will not be returned for analysis.